Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked, and the white driven ground wire were open in the connector. The root cause for the open wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a (B)(6) pt was receiving therapy electrode messages. The pt was issued a replacement electrode belt.